Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient said she¿s getting suction blisters on her labia. She said she has edema and very sensitive skin. The patient was informed that with this product, there shouldn¿t be any direct contact between suction and her skin. Per follow up on 6apr2020, the suction seemed different. In addition, she stated her catheter was leaking.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be bad fit with shaft/no drainage eye/ poorly seated balloon /bladder neck interface.the lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was unable to be completed due to an unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient said she¿s getting suction blisters on her labia. She said she has edema and very sensitive skin. The patient was informed that with this product, there shouldn¿t be any direct contact between suction and her skin. Per follow up on 6apr2020, the suction seemed different. In addition, she stated her catheter was leaking.